Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: 20007614987. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported a site representative, stealth user, confirmed being able to track and verify passive catheter introducer (pci). It is believed that during the procedure, the disposable tip was bent or the spheres were bad. No current issues with pci probe reported. Reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site alleged being unable to track the passive catheter introducer (pci) probe; the camera was not seeing the spheres. The surgeon free-handed the shunt placement. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.